Manufacturer narrative:
Supplemental report on 12/20/2021: device evaluation of monitor has been completed. The reported problem service code 102 has been confirmed. Upon investigation the monitor was displaying a service code 102, and failed incoming functional testing. The cause for the failure was isolated to a defective t1 transformers on the computer/analog pca. The root cause for the damaged transformer could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of monitor sn (B)(6) is underway. The reported problem (service code) has been confirmed. Upon investigation the monitor was displaying a service code 102 (charge profile fault) and failed incoming functional testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. Investigation underway. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code) has been confirmed. Upon investigation the monitor was displaying a service code 102 (charge profile fault) and failed incoming functional testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. Investigation underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor displayed a service code.